Event description:
It was reported that during a pph procedure, the device delivered malformed staples. The pt experienced bleeding, hand sutures were used to stop the bleeding. The pt required a blood transfusion.